Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet battery depleted rapidly, dropping from a full charge to approximately one-third within about an hour, consistent with a premature battery discharge issue localized to the battery component, while blood glucose was not affected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.